Manufacturer narrative:
Evaluation summary: the stent was positioned on the balloon between the marker bands as per specifications. Deformation was evident to the 5th, 6th, 7th, 8th, 9th and 10th stent wraps with struts raised. A kink was evident on the distal shaft causing deformation to the 10th stent wrap. A kink was evident on the distal shaft 18.6cm proximal to the distal tip. Stretching was visible on the distal shaft. No deformation was evident to the distal tip. The guidewire lumen patency could not be verified with a 0.015 inch mandrel due to kink on the distal shaft. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the procedure, an attempt was made to use one resolute integrity drug eluting stent to treat a non-tortuous and severely calcified lesion, located in the mid circumflex artery, exhibiting 90% stenosis. There were no abnormalities in relation to anatomy. There was no damage noted to packaging. The device was inspected with no issues identified. Negative prep was performed with no issues noted. The lesion was pre-dilated. The device did not pass through a previously-deployed stent. Resistance was encountered when advancing the device. Excessive force was not used during delivery. It was reported that the stent could not pass through the lesion and the stent deformation was observed. It was reported that the event was due to use of the device in difficult lesion morphology. Patient status post-procedure is alive with no injury.